Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose level was over 500 mg/dl. He treated his blood glucose level with a manual injection. The customer's blood glucose level was high because he was not alternating sites sufficiently. The tissue around there was no longer supporting the boluses and never processed into the blood stream. The device was not returned.